Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that during a cardiomems implant procedure, there was slack in the wire and delivery catheter which led to looping in the right atrium (ra). Sensor was advanced to the left pulmonary artery (pa), but not all the way to identified ideal location. Sensor was deployed in the upper left pa, and the delivery catheter and guidewire were removed without issue. Swan with balloon up was used to advance sensor slightly into the left pa, and the physician was satisfied with the location. The sensor was calibrated without issue. Within 5 minutes of sheath removal, patient experienced hemoptysis. Multiple angiograms were taken with no source of bleed identified. Patient was admitted to the intensive care unit (ICU) for monitoring. There was significant procedure delay, but no interventions have been necessary. The patient received a nebulizer with tranexamic acid in the post-anesthesia care unit (pacu) and suction was provided as needed. Physician has not identified what caused hemoptysis as no source location was identified.